Event description:
When the iab (with the sheathless gard) was inserted into the pt, the dr felt that the iab was "too short." He was unable to position the iab correctly. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: unknown - reported 11/12/96. Pt's current status: unk - rpt'd 11/12/96.